Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01094, 3005168196-2021-01095, 3005168196-2021-01097, 3005168196-2021-01098, 3005168196-2021-01099, 3005168196-2021-01100, 3005168196-2021-01101, 3005168196-2021-01102.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak sac in the inferior mesenteric artery (ima) using ruby coil lps, packing coil lps, lp system detachment handle (handle), lantern delivery microcatheter (lantern), non-penumbra microcatheter, and a non-penumbra diagnostic catheter. During the procedure, the physician experienced resistance while advancing a lantern through the diagnostic catheter and the lantern became stuck. The lantern was removed and a new microcatheter was used. The physician then attempted to detach a first packing coil lp using a handle; however, the packing coil lp failed to detach. The physician used a new handle; however, the packing coil lp still failed to detach. A hemostat was used to manually detach the coil. The physician then attempted to advance a second packing coil lp; however, the packing coil lp would not advance past the friction lock within its introducer sheath. The physician attempted to advance a third packing coil lp but, the same issue occurred. A fourth packing coil lp was advanced to the target location but had difficulty detaching. Therefore, the physician used a hemostat to manually detach the coil. A fifth packing coil lp would not advance past the friction lock and consequently, the pusher assembly of the packing coil lp became kinked. The physician then attempted to detach ruby coil lp using a handle but, the coil failed to detach. The coil was then manually detached in the target vessel. The procedure had ended at this point. There was no report of an adverse effect to the patient.